Event description:
It was reported that a patient underwent a sling procedure in 2007. It was reported that the surgeon placed the device according to the instructions for use, however, the patient was unable to achieve any level of continence during the intraoperative cough test. The surgeon adjusted the device was far as he possibly could and still could not achieve continence. The surgeon opted to redo the procedure utilizing a different type of sling device. The second procedure was completed successfully with no adverse patient outcome.

Manufacturer narrative:
Date sent to the FDA: 12/28/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.